Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
On (B) (6) 2007, a (B) (6) male was implanted with the acticon pump and balloon (first stage surgery). On (B) (6) 2007, the acticon 12.0cm cuff was implanted (second stage surgery). On (B) (6) 2008, the 12.0cm cuff was removed and replaced with a 9.0 cm cuff due to recurring incontinence. A request for the device was sent and the device was not returned for analysis. No further info has been provided.